Manufacturer narrative:
The biomedical engineer (bme) reported that they have communication loss for beds being monitored by this central nurse's station (cns) in ICU. There was a storm that caused a power surge, and their host 1000 went down. Nihon kohden field support was at the site and checked the 2nd floor pacu closet and found that the media converter had gone down because of the power surge. They power cycled the media converter. After that, he can monitor all beds on the ICU cns. Issue resolved at 7 pm pst. Issue was resolved by disconnecting and reconnecting the power plug to the media converter on the 2nd floor pacu closet. No patient harm was reported. Attempt #1: on 08/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 09/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 08/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 09/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that they have communication loss for beds being monitored by this central nurse's station (cns) in ICU. There was a storm that caused a power surge, and their host 1000 went down. Nihon kohden field support was at the site and checked the 2nd floor pacu closet and found that the media converter had gone down because of the power surge. They power cycled the media converter. After that, he can monitor all beds on the ICU cns. Issue resolved at 7 pm pst. Issue was resolved by disconnecting and reconnecting the power plug to the media converter on the 2nd floor pacu closet. No patient harm was reported.